Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the tip tissue pad of the device was peeled off. The issue was found during a therapeutic laparoscopic cholecystectomy procedure. The intended procedure was completed with another similar device. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11 correction: h4, manufacturing date this report is being supplemented to provide additional information based on the final investigation. The cause of the reported occurrence could not be determined because the event could not be confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.